Event description:
The crocodile grasper instrument was returned, no further information was provided.

Manufacturer narrative:
On (B)(4) 2013, the site was contacted to request additional information regarding returned the instrument without RMA and complaint description. It was indicated that it was unknown why the instrument was returned. No patient harm, adverse outcome or injury was reported. The instrument was returned, no information was provided. Engineering evaluated the instrument and found a scratch on the main tube. The missing insulation measured roughly about 0.469 x 0.210. The location of the damage was covered by the cannula. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.